Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed: there was no physical damage, the reported issue was duplicated and confirmed. It was observed that one screw between the display and pcb was missing. For this reason, the display was not stable and by a little pressured applied causing the display to show a wrong temperature. The unit was repaired. A device history record (DHR)review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the unit had a faulty display on arrival. No patient involvement reported.